Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify lost sensor alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump got lost sensor alert. The customer blood glucose level was unknown. The insulin pump will not be returned for analysis.